Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump has cosmetic damage, buttons are hard to press, the screen is glossy, and pump will vibrate as if alarm is going off but pump display will state nothing. The customer¿s blood glucose level was unknown at the time of incident. The customer declined to transfer to helpline. The insulin pump is not being replaced and is not expected to return for analysis. No further details are given.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No rewind anomaly noted. Device passed self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no low battery alert, frozen screen, audio or vibrate anomaly, back light anomaly and missing segments or partial display noted. Device received with stripped battery cap coin slot, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. (B)(4).